Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/21/2023. An investigation was conducted on 05/02/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the heater wire. The clear silicone insulation on both the cold and hot jaws was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed. A lot history record review was completed for lots 3000304644, 3000299853, and 3000294956 the last 3 lots shipped to the account prior to the event/aware date. For the lot #'s 3000304644 and 3000299853. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The lot # 3000294956 history record review was completed. There were ncmrs , rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cautery device would work for a while, then stop. It is unknown if the polyfuse was activated as there's no user indicator that it was activated. The beeping sound was heard when the toggle was activated. The jaws had heat when the power supply was beeping. The second harvesting tool that was used for radial harvest in the case was used for the remainder of the vein harvest without incident. There was no patient injury.